Manufacturer narrative:
The device was returned for elective replacement/advisory with no complaint of premature depletion. During analysis, a failure event was observed which was unrelated to the reported event. Upon initial interrogation in the lab, a bpa alert was received. Longevity calculation was performed, and premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a prophylactic change out for their implantable cardioverter defibrillator. The device was part of a battery recall/advisory but did not exhibit any malfunctions or generate any alerts. Device was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.